Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/28/2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.

Manufacturer narrative:
G4: 03oct2020. B4: 08oct2020 . Cpu assembly (pcba, cpu, v680) was returned for failure investigation. Visual inspection revealed the revealed no anomalies. Failure investigation (fi) technician installed the cpu assembly into a fi ventilator to duplicate the reported issue of ventilator restart alarm. During the unit testing the cpu assembly was run for an extended period to verify the unit remains operational with no errors. The reported issue was able to be duplicated. The fi technician verified the customer complaint with the root cause being a failure of ic u43. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 19 nov 2019. The manufacturer's field service engineer confirmed the reported problem. Also, a vent restart alarm was observed in the device's event log. The manufacturer's field service engineer replaced the touch screen assembly to address and correct the reported event. The vent restart alarm was resolved by the replacement of the cpu printed circuit board assembly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.